Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl. The customer experienced nausea and short of breath. Troubleshooting was performed, and the drive support cap appears to be normal. Instructed the customer to run a manual prime test and the insulin did exit. The time, basal rates, and bolus wizard on the insulin pump were correct, but the date was incorrect. Assisted the caller with correcting. Reviewed the alarm history and found low battery and no delivery alarms. The prime history shows that the customer was going four to five days between the infusion set changes, but the customer denied. Advised the customer to change the infusion set every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.